Event description:
A falsely elevated troponin I result of 22 ng/ml was obtained on a pt sample. The result was not reported. The same sample was retested on the same instrument and results of 0.53, 0.52 and 0.03 ng/ml were obtained. Pt treatment was not prescribed or altered and there was no report of adverse hlth consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I result was conjugate carryover from the r2 probe.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I result was conjugate carryover from the r2 probe. The operator replaced the r2 probe as recommended by the technical assistance center rep. The instrument is operating within specs.